Event description:
A healthcare professional reported that an intraocular lens (iol) was exchanged. The pt was reported to have blurry vision due to a scratch on the lens. In a f/u, a technician reported the event resolved with treatment. The surgeon reported there was a central defect on the lens.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info. A completed questionnaire was received on 09/25/2012. (B)(4).